Event description:
It was reported that the customer required assistance by the ambulance personnel for low blood sugar levels. The blood glucose levels were not provided. The displacement test was performed and insulin pump passed the test. No other info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.